Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported by the customer that the pump was programmed to give nivolumab over 30 minutes (dose 360mg, volume 166ml, rate 332ml/hr). Pump settings were double checked and about 20 minutes later, the pump alarmed for air in line, and the nivolumab bag was empty. The pump setting showed dose 360mg, volume 332ml, rate 664ml/hr and volume to be infused 154ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the pump was programmed to give nivolumab over 30 minutes (dose 360mg, volume 166ml, rate 332ml/hr). Pump settings were double checked and about 20 minutes later, the pump alarmed for air in line, and the nivolumab bag was empty. The pump setting showed dose 360mg, volume 332ml, rate 664ml/hr and volume to be infused 154ml. There was patient involvement but no harm.